Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with a pocket infection. Redness and swelling of the implantable cardioverter-defibrillator (ICD) pocket were noted. The infection was considered procedure-related. The physician explanted the entire system, including the ICD, the right atrial (ra) lead, the right ventricular (rv) lead, and the old capped ra lead. A new ICD, ra lead, and rv lead were implanted on (B)(6) 2026. The patient remained in stable condition.